Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had not been using their device because it didn't work. It was indicated that the patient also had a bad bladder infection. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.